Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not working properly) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to physically damaged d601 diode on the bedside pca. The root cause for the damaged d601 diode could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger/modem was not working properly.